Manufacturer narrative:
The clinic also reported that the device was explanted due to a middle ear infection and the patient was treated with oral antibiotics (date and duration not reported). Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to migratiion of electrode. The patient was re-implanted with another cochlear device during the same surgery.